Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that they do not know the customer's cause of death however they are aware that the customer had kidney disease, high blood pressure, diabetes and had heart surgery three years prior to passing. The caller did not know the customer¿s blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.